Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked case at display window corners and missing and cap sticker.

Event description:
Customer reported that he was involved in a vehicle accident and was hospitalized. Customer stated that he had broken ribs, broken collarbone and bruising. Customer stated that he was wearing the insulin pump at the time of the accident. Nothing further was reported.